Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A lot history review (lhr) of recx2213 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the patient was admitted to the hospital with lung cancer for intravenous chemotherapy. On (B)(6) 2020, a PICC venous catheter was placed and discharged on (B)(6) 2020. After discharge, the patient called for consultation. There was a small amount of bleeding at the puncture point. The nurse instructed the patient to go to the local hospital for a dressing change, and maintained the patient's self-complaint on the second day: puncture limb swelling and pain, and then went to our department again, the outpatient department urgently checked the color doppler ultrasound, prompting superficial venous thrombosis, and then changed the dressing again, and opened the sterile dressing afterwards, there was a small amount of pus secretion at the puncture point, and then the PICC catheter was pulled out according to the doctor's advice, the puncture point was changed, and was applied externally.